Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 7448887 and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate plus profile 600cc saline prosthesis and the patient noted left sided deflation post procedure. As a result, the device was replaced with a mentor smooth round moderate plus profile 600cc saline prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/18/2019. Device evaluation summary: it was reported that a 28-year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 600cc saline prosthesis and the patient noted left sided deflation post procedure. Upon receipt by mentor the device contained no fluid. No foreign material was observed within the device or on the shell surface. During initial evaluation a rent measuring approximately 5.9 cm was observed on the anterior aspect. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).